Event description:
The physician claims that a previously implanted exxcel graft (implant date and batch number are unk) was explanted due to seroma (explant date unk). The physician has reported that the surface texture of the graft is not uniform (rough part and smooth part). The product is reported to be an exxcel standard wall graft, 5mm ID-70cm length. The product used for the replacement has not been identified, but was a different device. There were no pt complications reported for the procedure. The patient's post-operative condition is reported as good.

Manufacturer narrative:
Awaiting additional information and return of explanted graft for evaluation.